Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the liquid crystal display (lcd) and encoder flex were out of specification and the battery release, heart block, lead flex cover, release spring and battery drawer were contaminated. It was also noted that the upper case, lower case, two side bail covers and ring cover were broken and two side bails and the ring were bent.

Event description:
It was reported that the sensitivity of the device was out of specification. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.